Event description:
It was reported that getting stimulation in her stomach, rather than her back, where it's needed. Issue started almost a year ago and x-ray showed lead was still in place. Patient was instructed to recharge so that representative(rep) can reprogram her. Patient tried to recharger but she was in the "red" after an hour of recharging with excellent quality of charge. Patient contacted rep and he suggested replacing the recharger. Passive recharge mode showed numbers in the 70s. Implant is about a half inch deep, but there seem to be a lot of moment at the pocket site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.